Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 166 hours of extended bench testing at the customer's settings. Touchscreen calibration was performed several times and the device passed. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator experienced touchscreen issues while connected to a patient. The respiratory therapist was unable to make any changes and it appeared that the touchscreen was in the lock mode. The customer stated that it is unknown if there was any patient harm and/or injury associated with the reported event.